Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, while starting magnesium on a patient, three were leaking or broke. Additional information: please confirm the number of patients impacted by this issue. 1. What was the medication/fluid in use at the time of the event? Magnesium sulfate. No harm to the patient, because the buretrols broke during the set up for infusion. It did create an increased risk to the patient, because this is one of our safeguards to prevent accidental overdose, should the pump malfunction.